Event description:
A portable head CT scan was needed on a pediatric patient with a tracheostomy on ventilation. The patient required to lay on head-rest that extends far beyond the top of the bed. The support was placed on the bed correctly by the CT technician but when the patient was moved onto it, it abruptly dropped down a couple inches. The patient was very afraid to get back onto it.this is a custom designed bracket for an adult sized bed.upon review of the bracket it appeared that the bushings were worn.the manufacturer is evaluating and possibly redesigning the device. They asked to come on site to review.